Event description:
It was reported by repair work order that the cot would intermittently not retract when unloading from full height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.